Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with food and glucose tablets. Customer stated that his blood glucose have been low because of the incorrect time. Customer had been changing his basal rates because of this. The customer was advised to speak with doctor and have him provide correct basal rates.